Event description:
Caller reported a malfunction on the pump, identified by a code that was resettable and had not recurred before. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump and was informed to continue using it, with instructions to report any recurrence of the malfunction code. Customer understood the guidance provided.